Manufacturer narrative:
Product received date - 12/5/2025. Investigation summary received one (1) used. List #121933190, primary plum set for inspection, as received, no damage or anomalies noted. The set was leak tested and no leakage was observed. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. A cassette test failure alarm occurred when inserted into the pump. The set was sent for testing and warpage on the cassette was observed. The complaint of leakage cannot be replicated or confirmed. The probable cause of the cassette test failure alarm is due to excessive heat during transportation. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a primary plum set, 2 clave multiport conn., ball check valve in sc, 15 micron filter, clave sec. Port, clave y-site, pe lined light tubing, sl, 213 cm. It was stated that after completing the chemotherapy protocol consisting of cyclophosphamide, doxorubicin, vincristine, and prednisone (rsc chop), the insertion of 0.9 per cent saline solution at a rate of 999 ml per hour was initiated to permeabilize the circuit. The nursing technician reported that upon touching the descending cassette, it was found to be wet at the auxiliary access. Upon approaching the patient's unit, no visible liquid was observed on external surfaces; however, a small amount of liquid (less than 1 cc) was noted at the lower internal part of the cassette insertion site. There was patient involvement but no harm or adverse event as result of this event.